Event description:
Boston scientific received information that this device had been explanted in (B)(6) 2013 due to erosion. See report# 2124215-2013-06950 for details.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Pacing, sensing, and shocking functions were verified through manual testing. The recorded pacing and shock impedance measurements were within normal range. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information in (B)(4) 2010 that this local representative contacted technical services to report that this patient was admitted to the hospital and the local representative was enroute to perform a device check. The device and rv defibrillation lead were exhibiting electrogram noise associated with oversensing and pacing inhibition. The patient is pacemaker dependent, however, there was no syncope reported. The lead diagnostic measurements were all within normal range. The device's rv sensitivity floor was programmed to least, however, oversensing was still present. The patient has been scheduled for implant of a separate rv pace/sense lead.

Manufacturer narrative:
Technical services discussed temporary reprogramming the device to off-electrocautery mode but reminded the local representative that the patient would be unprotected. The local representative commented that the patient would be admitted over the weekend and would discuss this further with the physician. The local representative informed technical services that the clinical observations were not reproducible during patient isometrics and pocket manipulation. Technical services suggested that a chest xray could be performed to check the rv defibrillation lead position. Subsequently, boston scientific crm received information from an implant form that the rv pace/sense portion of the defibrillation lead was surgically capped. A separate rv pace/sense lead was implanted. Subsequently, boston scientific received information that this device was explanted in (B)(6) 2013. The device is currently undergoing laboratory testing.